Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the third or fourth firing, the staple line was formed incompletely at the distal end. There was poor staple formation because the staples only formed 3/4 of the way through the staple line. To correct the issue, another reload was fired adjacent to the incomplete staple line. There was no unanticipated tissue loss or patient injury reported. The tissue was not thick. Synovis peristrip was used as reinforcement material. Patient status is alive, no injury.